Manufacturer narrative:
Product event summary : the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that three days after the implant procedure, the right ventricular lead dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that loss of capture was noted one day after the implant procedure and the threshold had increased. The output was reprogrammed, which resolved the issue, and the lead remained in use. Multiple chest x-rays and even fluoroscopy pre-revision revealed no change to the implant position and the threshold was stable, however the physician elected to revise the lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that there was high threshold.